Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Reportedly, customer cleared the alert, and successfully resumed insulin delivery. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.